Manufacturer narrative:
Product was not returned to ldr medical: it was scrapped. The review of the device history records and traceability did not reveal any non-conformance's to specifications or deviations in procedures that might have contributed to the reported event. According to the provided description , the surgeon performed supplemental disctomy and applied additional distraction upon device disassembly . Clarification was requested to the reporter about this step. Investigation still in progress. Conclusion not yet available. Product scrapped.

Event description:
Mobi-c p&f us : disassembled during insertion into disc space. It was received that during cervical surgery , upon introduction into the disc space, the 3 piece prosthesis dislodged and came apart prematurely. In order to keep it from happening again, the surgeon did more bony work and decompression. When he trailed again, the disc space was taller, so that's why he used a 6mm prothesis. Update on the surgical steps were received on (B)(6) 2018: the depth stop was set at zero ; the proper surgical technique per the mobi-c inserter guidelines was followed when loading the prosthesis on to the inserter ; the disc space was under distraction. The inserter was introduced in a level, balanced approach using the balancing tool, as the surgeon use in every case. There was no difference in the surgical steps between the first and the second implant. The surgeon use the mobi-c level and the mobi-c distraction forceps. The prosthesis was loaded correctly on to the inserter, and came apart during insertion. In an attempt to make sure that all steps were done thoroughly and adequately, surgeon re-addressed the decompression with follow-up to ensure the disc space was adequately prepared, using same instrumentation initially. Investigation still in progress.

Manufacturer narrative:
The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that during surgery, upon introduction into the disc space, the implant dislodged from the inserter prematurely and disassembled. Another implant of a larger size was successfully implanted in its place. There was no reported patient harm or additional impact to surgery.